Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.6 cm in diameter abdominal aortic aneurysm. At the index procedure the proximal aortic neck was 21 mm in diameter and 25 mm in length. The degree of neck angulation was 45 degrees. Currently, the proximal neck is 21 mm in diameter and 15 mm in length. The degree of neck angulation is 60 degrees. It was reported that on a follow up CT scan revealed that the stent graft has migrated distally with a type ia endoleak. The physician implanted a 25x14x102 endurant aui in conjunction with a 20mm <(>&<)> 16mm occluder plug that was implanted on the patient's right side. An endurant 16x16xz93 limb was prophylactically implanted that extended in the patient's left common iliac artery. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.